Event description:
It was reported that the programmer had noise on the atrial channel and was unable to sense. The programmer was replaced without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).